Event description:
It was reported that their campus had also received kinked foley tubing and had 3 systems to send back.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted two opened (with original packaging), surestep foley tray systems and three additional drainage bags. Visual inspection of the sample noted that the first three trays and all showed a kink in the tubing by the meter bag. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their campus had also received kinked foley tubing and had 3 systems to send back.